Event description:
It was reported to a physio-control service representative that the customer's device would turn itself off. There was no information whether there was patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported failure. Physio did however observe within two electronic patient records from the device, that the device had lost power on two separate occasions. The two electronic patient records were not related to the reported event and additional information regarding these specific events was not obtainable. Physio-control replaced the power pcb assembly as a precaution and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.